Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward upon initial activation. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first and second prime before deactivating. First prime was completed earlier than expected. No timeouts or drive stalls were observed in the device data. However, abnormalities were observed in the rotational sensor data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities observed in the original data replicated in the rerun data. Inspection of the needle mechanism did not find any damages or abnormalities that could cause the cannula to not deploy. The needle mechanism was reset and deployed as intended through manual advancement of the ratchet gear. The drive mechanism was inspected and found contamination on the commutator cap. Since the abnormalities in the original data replicated in the rerun, the contamination observed on the commutator cap caused the priming sequences to complete earlier than expected, which in turn caused the device to not deploy the cannula.